Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit is needing a 3rd battery in less than a year was confirmed. The lithium ion battery seems to be depleted. When first booted while connected to ac power supply, the unit ran fine. When unplugged, the unit abruptly shut off. The root cause of the reported failure was identified as an internal failure within the lithium ion battery. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: confirmed, root cause was identified as a failure on the lithium-ion battery. (Reference: MDR number 3006260740-2019-03549).

Event description:
Per biomed - unit is needing a 3rd battery in less than a year. (B)(6) 2021 - evaluation confirmed abrupt shutdown.